Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led a photographic evaluation of three images of one device. A photographic inspection of the returned images noted that the anvil was tilted and biological material around it. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the anastomosis between the rectum and the sigmoid during a laparoscopic low anterior resection, the anvil could be tilted after firing, but the staple seemed to have done a small tearing on the staple line and caused bleeding. A manual suturing was done on the staple line to stop a small bleeding. This resulted to a temporary injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.